Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "huge and hard." Patient additionally reported a right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is a medical event not related to the device. Hematoma: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: broken observed on posterior side assessed as unidentified (tear)opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Brown particles observed in the gel and surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side "huge and hard". Patient later reported capsular contracture, baker grade IV. Healthcare professional then reported exchange from textured to smooth due to the patient's concern and possible rupture. Healthcare professional additionally reported seroma and hematoma. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and "patient¿s concern with the product".

Event description:
The device has been explanted.

Event description:
Patient reported right side "huge and hard". Patient later reported capsular contracture, baker grade IV. Healthcare professional then reported exchange from textured to smooth due to the patient's concern and possible rupture. Healthcare professional additionally reported seroma and hematoma. Patient representative later reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement." Patient has not been diagnosed with bia-alcl. The device has been explanted.